Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from strain relief. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report a damaged cable. The patient was issued a replacement electrode belt.